Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with bd max¿ instrument, remanufactured false positive results were obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: bd sars-cov-2 false positives.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 1119779-2021-00751 was sent in error. MFR report # 1119779-2021-00719 was reported for this complaint.

Event description:
It was reported that while testing for sars-cov-2 with bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: bd sars-cov-2 false positives.